Event description:
It was reported that during a pci procedure, a stent dislodgement occurred. The 90% stenosed lesion was located in the very hard calcified right coronary artery (rca). The lesion was pre-dilated. The physician encountered resistance around the proximal rca during introduction of the liberte bms delivery system. The physician attempted to "push" the stent delivery system (sds) 2 or 3 times, but was unable to cross the lesion. The device was removed from the pt, and was then re-inserted. The physician attempted to advance the sds 2 or 3 times again, but was unable to cross the lesion. The physician then attempted to retract the sds into the guide catheter and the stent dislodged. The stent was caught on the calcified plaque and was removed using a snare. The procedure was completed with another liberte bms delivery system. There were no reported pt complications. Pt status listed as "good".